Event description:
It was reported that a patient's blood glucose levels reached 22.7 mmol/l (408.6 mg/dl) while wearing the pod between 5 and 24 hours on the arm. The pod fell off, dislodging the cannula from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.